Manufacturer narrative:
(B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned (the device was discarded by the customer). The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing process record was evaluated and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when an intraocular lens (iol) was being inserted, the inner cylinder passed over the lens to come out without pushing it. At that point, the surgeon pulled the cylinder back which resulted in haptic getting torn and the lens could not be inserted. There was no patient contact. A different lens was inserted. There was no patient injury reported. It was indicated that the product was discarded by the account. No further information was provided.